Manufacturer narrative:
Because the complainant did not return the device for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated that one of their curlin tubing sets leaked when one of the pharmacy staff spiked a bag before mixing medication. So the bag did not leave the pharmacy. No patient involvement was reported. [Complaint-(B)(4)].